Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that the insulin pump has a partial display. Customer stated that she could not see the values on the left side of the screen. Customer's blood glucose was high over 400 mg/dl because she could not see the remaining insulin amount. Customer treated with the insulin pump. Customer stated she changed the battery in the morning but the issue persisted. The device was not dropped or bumped. Customer declined to receive a replacement as she might have had an older insulin pump to use while waiting to get a new device.